Manufacturer narrative:
Jc 9/29/15 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is a unit smells. The key failure is the short circuited motor kit - electric motor was burning.